Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. According to the authors, patient factors (severe lvot and annular calcification) contributed to the need for a pvl closure. In their opinion, severe calcification is not a contraindication to the tavr procedure. In addition, a pvl closure is possible and should be planned in advance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through a presentation titled, "combined sapien 3 tavr and severe paravalvular leak closure¿, post deployment in aortic position the 23mm sapien 3 valve had severe paravalvular leak (pvl) and a vascular plug was implanted. The patient had an increased risk of paravalvular leak (pvl) due large piece of calcium protruding into the left ventricular outflow (lvot) and annulus. Based on the annular dimensions and calcium the plan was to use a 23mm sapien 3 valve for better sealing. The native aortic valve was bicuspid and a high implant with "leaflet anchoring" was performed. The valve was deployed with an under-filled balloon by 1 cc due to the lvot calcification. At the end of the procedure, the patient was hemodynamically stable, but the valve had severe pvl and post dilatation was performed. It was decided to "watch and wait" before treating the pvl. It was planned to perform pvl closure as outpatient. The "hole" was closed with a vascular plug with tee sizing of defect. The patient was left with trivial to mild pvl post pvl closure. There was no lvot to left atrial fistula. The patient was discharged 2 days (48 hours) post procedure without any adverse events. Per author, same setting pvl closure after tavr is possible and should be planned for in advance. In addition, severe lvot and annular calcium is not a contraindication to tavr.